Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 141 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer wore the pump against their skin. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.